Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
From (B)(4): it was reported that a patient underwent a surgical closure of a post operative wound about (B)(6) 2018 and suture was used. The suture broke while tying the knot. A new suture was used when the original broke and there was no adverse patient outcome.